Manufacturer narrative:
The lifepak 12 device was removed from service and it was requested that a physio-control filed service representative evaluate the device. The philips pads were not submitted for evaluation. Physio-control evaluated the device; however, there was no failure found. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The customer declined further device evaluation.

Event description:
It was reported that the crew was dispatched to the scene of a cardiac arrest patient at 10:28. Initially, the crew placed philips defibrillation pads on the patient. The lp12 device was switched to paddles mode and gave a readout of "right paddle off". The paramedic stated that the pad was re-applied to the patient's chest; however, the device's reading did not change. The crew then applied the monitor cables and were able to determine that the patient was in an idioventricular rhythm. The patient was treated and medical control contacted. The resuscitative efforts were terminated at 10:45 hours by orders of dr. The patient was not resuscitated. It was noted that the device passed the user test that was performed at 08:05 hours that morning. The report also indicated that if defibrillation was needed, an automatic external defibrillator (AED) was present for that purpose.